Manufacturer narrative:
Based on the claim against the maryland bipolar forceps (mbf) instrument by the customer noting the broken wire coating on the tip, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mbf instrument was analyzed and found to have damaged conductor wire insulation at the distal end. The internal wires of the conductor wire were exposed. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests and moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed electrical continuity and energy delivery tests. There was no thermal damage and no missing material. The complaint regarding the broken wire coating on the tip was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of the reported issue is attributed to component failure. Additional observation not reported by site were also identified: the maryland bipolar forceps instrument was found to have dried residue on the clamping pulleys. Common causes of the failure mode residue instrument clamping pulleys are typically attributed to improper cleaning/reprocessing techniques, such as insufficient flushing. This complaint is considered a reportable malfunction event due to the following conclusion: it was alleged that the maryland bipolar forceps instrument had a broken wire coating on the tip the damaged conductor wire insulation has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the missing patient information in patient information and adverse event or product problem was either unknown, unavailable, not provided, or not applicable. The expiration date for model # is not applicable. Field implant date/explant date is blank because the product is not implantable. Information for the blank fields in initial reporter name and address is not available.

Event description:
It was reported that during central processing, the maryland bipolar forceps instrument wire coating on the tip was broken. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was reported after central processing, but the maryland bipolar forceps instrument was not inspected for damage prior to reprocessing. During the last use in a surgery, the instrument was inspected prior to use and no issue was found. There were no signs of thermal damage and insulation damage. The instrument was not inspected for damage after the completion of the procedure. The reported damage did not result in a fragment fall inside of the patient anatomy.